Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator was found in back up mode. High voltage therapies were disabled as a result. A device restoration was performed successfully. There were no patient consequences.